Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction surgery with implantation of a 450cc mentor cpx 4 breast tissue expander prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast expander by a medical professional. As a result, the patient underwent removal and replacement with an undisclosed breast implant on (B)(6) 2023. The date of implantation was not provided to mentor. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On july 14, 2023, mentor received the device for evaluation. On july 26, 2023, mentor completed a visual inspection, leak testing and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies was observed on the tissue expander. Leak testing was performed in accordance with mentor procedures, and a tear was observed on the posterior view measuring approximately 0.3 cm. Additionally, no other leak sites were detected. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the shell of the tissue expander. Based on the information currently available, microscopic examination of the returned product indicates that the tissue expander could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).